Manufacturer narrative:
The device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. Reportedly, the device suture was cut on the proximal end of the link inducing the confusion of rail and non-rail suture ends which caused the knot to be prematurely tightened. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: while holding the plunger, place the needles under the quickcut mechanism. The reported IFU violation contributed to the difficulties reported. The root cause of the reported failure to advance knot is user error. The subsequent treatment is due to the circumstances of the procedure. In this case the pulling the incorrect rail during knot advancement is inadvertent use error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a prostyle device after a diagnostic procedure with a 6f sheath. Reportedly after removing the plunger, the physician used the quickcut above the link, which resulted in two white suture-ends after suture harvesting. Subsequently, the physician tried to tighten the locking suture which resulted in a knot lock. The suture was intentionally removed from the patient and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.